Manufacturer narrative:
(B)(4).

Event description:
The consumer reported that the device did not seem to be helping and the patient had really bad back pain. The patient fell 3 times starting on (B)(6) 2015. She went to the ER, but they stated that the patient did not have any fractures. The patient say a health care professional (hcp) on (B)(6) 2016. The device was checked and it was determined that the device was ¿not working.¿ the patient had an appointment on (B)(6) 2016 to have the issue resolved because the patient was in pain due to the device was not working. It was later clarified that the patient had not been seen by the hcp since 2005. It was later noted that everything was fixed and the device was working just fine. The patient read the book and everything was working ¿just fine¿ and the stimulator was good. The indications for use include postlaminectomy pain. If additional information is received, a supplemental report will be sent.